Event description:
The customer reported experiencing high blood glucose. The customer woke up with high glucose level of 561mg/dl, and she did feel shaky. Troubleshooting was performed, and the drive support cap appears to be normal. Assisted the caller to run a manual prime test, and the insulin did exit. The time, date, and basal rates were correct. However, the bolus wizard settings were unknown. Performed the displacement test and the test failed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.